Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station refrigerator was not detected on bus. The field service engineer (fse) had reseated the ethernet connections at the main and fridge ports. And the fse had resolved the issue by reseating the internal connections of the broadband board and router. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.